Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with superficial infiltrates with associated trace diffuse lamellar keratitis (dlk) in the left eye (os) that was discovered at a post treatment. Infiltrates almost 100% gone, trace dlk reduced. Foreign body sensation (fbs) from dryness in the right eye (od). Patient did not use artificial tears much. Topical steroid dosage was increased along with the artificial tears. The patient¿s comments were of foreign body sensation in the right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -6.00 x -2.50 x 171; left eye pre-op 20/20 -6.00 x -1.75 x 173.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.